Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 314.1 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was a distorted light from the sma connector, indicating a fracture within the fiber connector, likely contributing to the failure to fire. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture, and failure during use. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 25, 2020 that a flexiva 200 laser fiber was used in a procedure to treat kidney stones in the kidney performed on (B)(6), 2020. The laser unit used was a dornier h15 laser console. During the procedure, when activating the laser fiber by pressing on the foot pedal, the laser fiber did not fire. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.